Event description:
It was reported that the patient had pain at the implant site. It was stated this was since the time of revision in november 2011. The patient went back to the health care provider (hcp) about a month after the revision. It was stated that part of the edge was sticking out of the patients butt and it had been for 2 years. It was stated that the whole corner was sticking out. The patient found a different health care provider (hcp) and has scheduled a revision to place the unit in her stomach. It was stated that it hurts for the patient to sit and lay down. It was bulging out and she had just lived with it for a few years. The patient hasn¿t had the implantable neurostimulator (ins) running for the past 6 to 8 months because she was afraid. An x-ray showed it looked okay but it was just sticking out. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37092, lot# 278130002, implanted: (B)(6) 2011, product type: accessory. (B)(4).